Manufacturer narrative:
It was reported that when the dilator was inserted, they discovered a crack at the tip of vizigo¿. The sheath was replaced with a new one and the procedure was completed without patient consequence. The device was returned to biosense webster (bwi) for evaluation on 12-dec-2023. A visual inspection and evaluation of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a broken mark on the edge of the tip. No internal components were exposed. Device history record was performed for the finished device 00002413 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The root cause of the damage observed in the tip could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a crack was discovered at the tip of the vizigo¿. It was reported that when the dilator was inserted, they discovered a crack at the tip of vizigo¿. The sheath was replaced with a new one and the procedure was completed without patient consequence.